Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the communicator just need to have pressure applied to it while in use to pair. The location of the implant did not give the communicator a good position to lay on and apply the proper amount of pressure. When the rep help the communicator over the incision and applied a little pressure it paired fine. It was reported that the patient had unrelated health issues/hospitalizations so there were a lot of factors involved in the symptoms returning. The issue should be corrected at the time of report.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the therapy was not working at all for the patient. They had the device for the bladder, which it was not helping and it has messed up their bowel too which they never had problems with before. After implant the patient said their symptoms were fairly good for about three days, then it got to where it wasn't working. Within a week they were right back to where they were before the implant. The patient was is going through 10-12 depends a day. The caller said that they went in and watched the youtube video on how to use the handset and communicator and they had tried the communicator all over the right side at the site 30 times and kept get device not responding. The calelr verified that both the handset and the communicator were fully charged. Patient services walked the caller through how to use the handset and communicator to connect to the stimulator. The caller didn't have the communicator plugged into the recharging cord. There was no electrical magnetic interference around except the cell phone they were talking on. Patient services made sure they went into the mytherapy not the micro mytherapy. The communicator bluetooth light is solid blue, they had the blue side of communicator against the skin. Patient services had them feel the implant. They said they can feel a knot right under the incision. Patient services had the caller place the communicator vertically right over the implant, and had them place the communicator off to the right of stimulator. They also tried lining the blue light up with the incision and rotating the communicator to 11 o'clock, and rotate to 1 o'clock. They also had the caller had put the communicator horizontal and they couldn't connect anywhere they placed the communicator. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the handset and communicator connect to the ins but the application times out and then says ¿retry.¿ (it was noted that the rep couldn¿t provide the exact message but said that it was the normal message when the communicator gets moved.) The caller had to retry with the clinician application several times when communicating and running impedances. Technical services had the rep try to power cycle the handset. The rep connected to the ins using the handset and communicator, indicated that the handset communicated without issue. The rep made therapy adjustments and indicated that the handset did not timeout. The caller indicated that the location of the ins seemed to be the issue. The caller indicated that they had to apply some pressure to the communicator in order to get it to communicate consistently. The rep then attempted to connect to the ins using the clinician application and check impedances. During impedances, the patient could be heard saying that they felt like it was ¿shocking,¿ or a ¿sharp sensation.¿ the rep reported that when the impedance were tested prior to calling technical services, the handset/communicator lost connection but noted that at the time of the call, the system remained connected. The troubleshooting steps that were taken on the call resolved the issue.